Manufacturer narrative:
(B)(4). The batteries were overdue for routine maintenance replacement. The fsr replaced the batteries. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the batteries to measure 11.9 volts direct current (vdc) and 120 vdc upon receipt. Conductance measurements were not available for the first battery (voltage too low) and 236 siemens (s) for the second battery, which is out of specification. After charging the batteries for 11 hours, readings were 12.9 vdc / 404 s for the first battery and 12.9 vdc / 393 s for the second battery. These lower than typical conductance readings indicate internal degradation of the batteries consistent with lack of proper maintenance. Batteries with internal degradation may impact the proper charging cycles including the light emitting diode (led) status indicator. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the power status light was solid red when plugged into alternating current (a/c) and powered on. There was no patient involvement.